Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site to test the navigation system. The high definition multimedia interface (hdmi) cable was replaced and the system performed as intended. The cable was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use, during the event include: product ID: 9735823 (serial/lot#: unknown). H3, h6: no parts have returned to the manufacturer for analysis. Codes b17, c20 and d15 are applicable. H6: multiple annex a codes were applied to capture this event. A0902 captures the monitor going black, a23 captures the system's performance being affected and a05 captures the loose hdmi cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received, information regarding a navigation system being used outside of a procedure. It was reported, that the high-definition multi-media interface (hdmi) cable for the monitor frequently became loose. Which impacted performance and caused the monitor to go black. After reseating the hdmi cable, the monitor functioned as intended. There was no patient involvement.